Event description:
Healthcare professional reported capsular contracture baker grade iii and late seroma were reported . This relates to the left side. Device has been explanted and replaced with a non allergan device. The event of rupture was confirmed to have not occurred.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photographs identified: seroma-late and capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided." The events of seroma and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma and capsular contracture baker grade iii

Event description:
Healthcare professional reported capsular contracture baker grade iii and late seroma were reported. This relates to the left side. Device has been explanted and replaced with a non allergan device. The event of rupture was confirmed to have not occurred.

Event description:
Healthcare professional reported capsular contracture baker grade iii and late seroma were reported . This relates to the left side. Device has been explanted and replaced with a non allergan device. The event of rupture was confirmed to have not occurred.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed, one opening on the anterior side assessed as surgical damage. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device status is unknown. This relates to the left side.